Event description:
The customer's father called to report that the customer experienced low blood glucose and was taken to the emergency room. The customer's blood glucose reading was 37 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The displacement test was performed and the insulin pump passed the test. The medical dr wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device has been returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.